Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: a review of the pump¿s black box and alarm history showed a 078 call service alarm. During testing, the pump powered on normally and was able to successfully complete a rewind, load, and prime sequence with no alarms. The pump exercised for 24 hours with no call service alarms. Unrelated to the complaint, the display screen was discolored. The pump cover was opened and moisture corrosion was found on the display flex.